Event description:
It was reported a cgm error occurred. The customer experienced an elevated blood glucose (bg) level (594 mg/dl) due to the reported issue. An insulin injection was administered to treat the bg. The customer continued to use the pump for insulin therapy.